Manufacturer narrative:
The pod was received disassembled and discoloration was seen inside the device. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been contributing factor to the customer's high blood glucose. A review of lot qualification records revealed no evidence of this failure mode. Lot qualification results were deemed acceptable and the lot passed the acceptance criteria. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as directed by insulet's internal procedures).

Event description:
A customer activated a pod on (B)(6) 2011 at 10:55 pm and shortly after (within the hour) she experienced low blood glucose levels (<70mg/dl). Then, at 3:01 am, she had a bg of 261 mg/dl and administered 0.3 units of insulin. Her bg continued to rise, at 4:51 am, it read 333 mg/dl so she administered 1 unit of insulin. At 4:55 am, she changed pods. The customer reported "the pod has a continuous tick to is" and noticed rust on top of the pod. The device will be returned for eval.